Manufacturer narrative:
(B)(4). The investigational analysis has been completed. The returned device was visually inspected and exposed metal was observed at the catheter tip. During the analysis it was determined that the metal observed was the t-bar which slid down, applied stress to the section and crossed the catheter lumen. Further investigation revealed residues of polyurethane (pu) application at the t-bar anchored place which indicates a proper manufacturing assembly. Due to the t bar was out of place, the deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the deflection tests; however the root cause of the t bar displacement cannot be determined. There was evidence of a proper manufacturing assembly.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. After the pulmonary vein isolation, the physician said that the catheter was not deflecting as much as expected. The catheter was removed out of the patient and it was observed that both curves did not deflect as expected. The catheter was replaced. The procedure was completed with no patient consequences. This reported issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the product for analysis and discovered on october 20, 2016, that the tip lumen had bumps in two areas. First one was about 6.5mm with metal exposed and the second one was about 5.5mm from the transition with the peek housing. Additional clarification was requested and received on this returned catheter condition. This condition was not noted previously. The 8.5f slo sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. The bump noted 5.5mm from the transition with the peek housing was assessed as not reportable as there was no exposure of internal components or any evidence that the integrity of the catheter being compromised. Therefore, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The bump noted 6.5 mm from the peek housing with metal exposed was assessed as a reportable malfunction as internal parts were exposed. Therefore, the risk to the patient was critical due to the potential of thrombus formation from exposure of internal parts of the catheter. The awareness date was reset to october 20, 2016.